Manufacturer narrative:
The surgeon attributed the event to the age of the patient and his capability of recovering after surgery. The air leakage was associated with a 3rd party manufacturer stapler instrument (a non-robotic instrument). The surgeon does not believe that a da vinci product had anything to do with the air leakage.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. A review of the site's complaint history has been performed and no related complaints were identified. This complaint is being reported due to the following conclusion: at the end of a da vinci-assisted pulmonary lobectomy procedure, an air leak was detected. As a result, the patient underwent a thoracotomy procedure to resolve the air leak and the procedure was completed via open surgery with the use of unspecified third party instruments. The patient subsequently expired on an unspecified date post-operatively while in recovery. The cause of the patients demise is unknown. There is no allegation that a malfunction of a da vinci surgical system occurred. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is blank because the product is not implantable.

Event description:
It was reported that after completion of a da vinci-assisted pulmonary lobectomy surgical procedure, an air leak presented. The surgical staff was in the process of suturing the patients skin when a right lung air leak was detected. The surgical staff then performed a thoracotomy suture and resolved the air leak. The procedure was completed via open surgery with the use of unspecified third party instruments. It was unknown if there was a procedure delay. It was reported that the patient expired a few days later during recovery. There is no allegation that malfunction of a da vinci system, instrument, or accessory occurred.